Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a left hip originally done (B)(6) 2013 due to cup loosening. Dr. Noted the cobalt levels were at 7.7. During the revision, he observed black residue inside the femoral head when removed. He noted the short rotators and posterior capsular ligament and abductors were "dead." Dr. Observed that the stem trunnion was okay and decided to leave the stem in place. The cup was completely loose. Dr. Revised to a multi-hole size 62 and mdm. Update (B)(6) 2019 wg: rep provided explant pictures, x-rays, usage sheets from primary and revision surgery, and reported that no further information will be available.